Manufacturer narrative:
Video analysis the customer returned a video clip. The video clip shows a balloon being inflated with an indeflator. Liquid is seen leaking out from the balloon indicating a leak. Product analysis a visual inspection of the returned device found a longitudinal tear on the balloon, (photo 3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: no intervention was required to remove the balloon fragments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure using a fortrex  balloon for treatment of a fibrous lesion, a longitudinal balloon rupture occurred during balloon inflation at a pressure of 20 atm. A non medtronic balloon inflation device was used. No resistance during advancement. All fragments of the balloon were retrieved, and the procedure was completed by replacing the balloon with another of the same brand and model to achieve dilation. No patient complications have been reported as a result of this event.